Event description:
It was reported that during an intervention procedure, during use the armada balloon catheter was noted to be leaking. The balloon was prepped inside the patient anatomy and during aspiration of the device, bubbles kept filling up the syringe. When the balloon catheter was removed from the patient and inflated on the table, fluid was observed leaking from the shaft near the hub. Another armada was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored. It should be noted that the armada 35 instruction for use (IFU) instructs to prepare the balloon catheter prior to insertion into the anatomy. In this case, prepping the balloon in the anatomy does not appear to have contributed to the leak.